Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this event was related to the lesion condition and his catheter manipulation technique. The patient has been fine and under post-operational monitoring. The returned microcatheter had its tip missing. On the remaining tip polymer surface, helical cracks and elongation of polymer were observed. These findings suggested that tip breakage occurred due to accumulated tensile and torsional stress. Underlying braids and tip polymer were gathered towards the center as those were closing the catheter lumen. It was measured that approximately 5 mm of tip polymer was separated and missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torsional and tensile force exceeding the product design limit might be locally applied to the tip of the catheter, where the border of the tip and the shaft lay, while it had been trapped by the calcium. The excessive stress led the tip to be damaged and eventually broken apart. There was no indication of product deficiency. Instructions for use states that: - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a pci to treat a 99% stenosis in the lcx #14, a small diameter was advanced but failed to cross following successful lesion crossing of a 0.014 inch guide wire. To use rotablator, the subject microcatheter was advanced in an attempt to exchange the guide wire to a rotawire. While the catheter was crossing the lesion, its tip became trapped by the lesion. When the physician pulled back the catheter, the tip was found separated. A snare was used to retrieve the separated tip but it went unsuccessful. As the guide wire came out of the lesion during retrieval, the physician decided to leave the separated tip in the lesion and the procedure was finished.